Event description:
It was reported that patient lead had migrated and had impedances. The patient underwent a spinal cord stimulator lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspects medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 5143735 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 23431945 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).